Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the tip of the device was damaged. The lens was still implanted into patient with no issues. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and damage to the plunger tip was observed. The device was returned in a clear, plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. Viscoelastic is dried in the device. The plunger has been fully advanced outside the tip of the device. No damage observe to the nozzle tip. The plunger tip is torn/ cut off. No lens returned. Two photos were returned. The first photo shows activated device (nozzle part only) with the plunger advanced outside of the nozzle tip. The plunger tip appears to be bent/deformed. The second photo shows device (only lower part of the device - including the primary label, nozzle and plunger not visible). The manufacturer internal reference number is: (B)(4).